Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:45 am. The end user stated that she received high blood readings from her prodigy diabetes glucose meter. She did not have any associated symptoms and visited her pcp after concern with the high readings. Her reading at the time of the medical event was 199 mg/dl. Upon arrival to her pcp her blood glucose reading was 130 mg/dl. No treatment was needed due to the fact that her blood glucose was in the normal range and she was released by her pcp with no further instructions. No additional information was provided in relations to this medical event.